Event description:
At the conclusion of cardiopulmonary bypass, as the catheter was removed from the heart, the tip separated from the catheter body. The tip was recovered without incident, no pt injury resulted.